Event description:
During device preparation, when the catheter connected to the tactisys, the contact force was not displayed and the catheter was not recognized. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.